Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of the scratched and discolored male iuis (inter-unit interface) could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. Laboratory testing could not be performed; the incident device was not received for this investigation. A review of the logs could not be performed. The pump, pcu or the system logs were not provided. The bd alaris¿ system with guardrails user manual v12.1.3 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. There was no information on patient involvement. Root cause: the root cause of the scratched and discolored male iuis (inter-unit interface) was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were scratched and discoloured male iuis. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were scratched and discoloured male iuis. There was no information on patient involvement.